Event description:
It was reported that a patient underwent a mastectomy on an unknown date and a reservoir was used. It was noted that the anti-flux valve was dislodged and dislocated inside the reservoir. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The valve was detached from the port, the slit is closed.